Event description:
It was reported that the electrode of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was found dislodged two days after implant procedure. Subsequently, it was successfully repositioned. No additional adverse patient effects were reported.